Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed competitive atrial pacing (cap), resulting in an induced arrhythmia, noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed and the patient will continue to be monitored. There were no patient consequences.